Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be a related to a combination of procedural condition (imaging was difficult) and challenging patient anatomy (rotated heart). The patient effects of dyspnea and recurrent mr appear to be related to the slda. Dyspnea and mr are listed in the mitraclips instructions for use (IFU) as known possible complications associated with mitraclip procedures. Additionally, the reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mitral regurgitation with dyspnea requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Although imaging was difficult, one clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure. One day post procedure, the patient experienced shortness of breath requiring oxygen. A transthoracic echocardiogram (tte) was performed which noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. No treatment was performed for the slda. Per the physician, the slda was due to imaging issues with extremely rotated heart. No additional information was provided.